Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The target lesion was the mid lad (left anterior descending) artery was severely calcified and mildly tortuous 95% stenosed lesion. The taxus liberte 2.75x24mm drug eluting stent could not cross the lesion. Physician completed the procedure with an unspecified stent. No pt injuries or complication were reported. Pt condition was reported as "stable". When the returned device was analyzed it was confirmed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination found that the distal edge of the stent was severely damaged. Stent rows 1 to 6 from the distal edge were severely misaligned. The midshaft section was stretched throughout; the overall elongation of the midshaft was 6.8cm greater than the expected length. No kinks or damage were noticed along the shaft of the device. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this event is operational context.